Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a broken haptic. The lens has been discarded. Through follow-up, it was confirmed that no complications occurred. There was no direct patient contact. The haptic ripped, it was destroyed, and another lens was inserted. No additional information was provided to johnson & johnson surgical vision.